Manufacturer narrative:
Imdrf device code a0501 captures the reportable investigation finding of tip detached. The returned trapezoid rx basket was analyzed, and a visual inspection observed the device was returned without the tip of the basket. Functional inspection was performed by actuating the handle. The basket would extend and retract without problems. The reported event was not confirmed. Based on all available information, it is most likely that force was applied to the handle during preparation or procedure detaching the tip. The instructions for use (IFU) states that "in the event the biliary calculi cannot be crushed, the trapezoid rx wire guided retrieval basket has been designed for the basket tip to disengage minimizing the potential for the unrealizable stone entrapment. Flushing may follow." Therefore, the most probable conclusion code for the investigation finding of tip detached is adverse event related to the procedure. A labeling review was performed, and there is evidence that the device was used in a manner inconsistent with the IFU. The IFU cited that "the use by date is displayed on the product label". However, the device was used after the expiration date.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, after the device entered the patient, the basket opened on its own before the stone could be crush. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. The investigation results revealed the tip detached; therefore, this is now an MDR reportable event. Please see block h10 for full investigation details.